Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found that the conductors #0 to #7 were broken 35.2 cm from the proximal end. Fdc code no longer applies. Fdr code no longer applies. Fdm and fdr codes apply to the lead.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from both medical representative and a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. The patient reported stimulation turned off intermittently and said they lost stimulation and left side stopped working. Patient stated if they twist or turn, stand, move around and work a moment then it would stop again and all this started 2 days before the time of this report. The patient said that implantable neurostimulator (ins) protrudes out from pocket site, patient reports history of 'catching' neurostimulator on chairs when sitting down. The caller reported that the patient had trouble with ins pocket since implant and according to patient a revision of the pocket was planned before issue of loss of therapy on left side. Impedance test reveled electrodes 0-7 >10000 out of range and no stimulation to left side of the body. On (B)(6) 2016, the device was reprogrammed with resolution of left side of stimulation. The root cause of ins turning of intermittently was unknown, x-rays were taken but it was difficult to determine if leads were fractured and the issue was not resolved at the time of this report.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial#(B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Product ID: neu_siliconeanchor. Product type: accessory. Product ID: neu_siliconeanchor, product type: accessory. Product ID: neu_siliconeanchor, product type: accessory .product ID: 97791, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received from a manufacturer representative reported that the lead tail was yellowed. There was a lead issue and the lead was broken, fractured or damaged. The damage was noted to be an insulation breach and there were high impedances of greater than 20000 on all combinations on (B)(6) 2016. All but one of the lead wires appeared to be visibly fractured about 2 centimeters from the anchor point. Symptoms included therapy stopping. There were no unrelated medical procedures, but the patient repeatedly hit the device site on a chair when getting up. There was a lead revision and the lead was replaced on (B)(6) 2016 since the physician could see the lead damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.